Manufacturer narrative:
Correction: the correct date received by manufacturer (g3) is september 25, 2024, not december 5, 2023, as previously reported in the initial report.

Event description:
Per the clinic, the patient was placed under sedation (date not reported) during CT scan performed due to suspected tip-foldover.